Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d5, d8, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified signs of previous use from wear and tear. The strike plate has impaction marks/indentations, and the prongs at the distal end of the inserter are gouged and damaged. The proximal end of the inserter is also damaged. The black poly impactor tip is cracked but still remains in one piece. Measured the handle of the inserter, and all measurements were conforming to the print. The device has a possible field age of 6+ years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item, and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor cracked in half at the beginning of the case. Attempts have been made and no further information has been provided.